Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, device was missing the insulation as it appeared to have broke off prior to use. There was no patient involved.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip on the jaws fractured. The broken piece was not returned. The wire was severed, and the connector was not received. The reported condition was confirmed. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. Engineering ruled out manufacturing and supplier as the possible causes of the fracture . The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.